Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call saying that she had high blood glucose level of 500mg/dl. She stated that after hours of messing with the pump she received compromised force sensor system alarm. Customer also stated that the drive support cap was sticking out. Customer was advised to discontinue the use of pump and to back up plan per healthcare professional's instructions and explained that during seating the force sensor did not detect the reservoir. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed compromised forced sensor alarm during basic occlusion test due to loose/protruded drive support disk. Unit received with cracked case on display window corners, cracked lcd window, broken reservoir tube lip, broken battery tube threads and missing end cap sticker.